Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg), there was the possibility that the reported phenomenon was attributed to the scraping inside biopsy channel, or the remaining of the chemical.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported an scope communication error (e216) and no endoscopic image and the device was sent to olympus. Olympus inspected the device at department of olympus (B)(4) and found that foreign matter came out of the channel. This phenomenon was a MDR reportable malfunction. The following events were also confirmed by olympus inspection. A communication error (e216). Color abnormalities on the monitor and no endoscopic image. Cracks on the adhesive of the bending section rubber. Severely damaged and incised biopsy channel. Humidity and residual moisture in the light guide tube. Residual moisture in the connector. Insufficient angulation of the bending section. There was no report of patient injury associated with this event.